Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on site. The troubleshooting revealed that the air gas module was defective and needs to be replaced. The cable to the o2 cell and the air filter also needs to be replaced as both parts are worn out due to long usage time. A cost estimate for all mentioned parts was offered to the customer but it has not been accepted. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue cannot be established by this investigation.

Event description:
It was reported that the ventilator failed pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
New information related to the section e initial reporter was provided. A correction of fields # d1 brand name, # d4 version or model # and # e1 event site address was required. D1 brand name - previous brand name: servo-I, corrected brand name: servo-I base unit, d4 version or model # - previous version or model #: servo-I, corrected version or model #: 6487800, e1 - event site address - previous event site address: (B)(6). Corrected event site address: (B)(6). The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturers ref: #(B)(4).